Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the foreign material in the forceps elevator occurred due to the incomplete reprocessing whereas it is presumed that the adhesive around the light guide lens chipped occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastro videoscope had foreign objects in the forceps elevator wire and adhesive around light guide lens had a chip. There was no patient involvement.